Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was torn and the ok keypad button was intermittently responsive and causing unintended scrolling. It was reported the keypad damage occurred after the response issue; the keypad response issue was first notice 2 weeks prior to the complaint and the keypad damage issue was first notice 1 week prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/26/2015 with the following findings: the keypad was found to be damaged. Evaluation revealed the ok keypad button was intermittently responsive and difficult to press. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.